Event description:
Taxol administered as primary line, using onguard luer lock adapter and syringe (cstd(closed system transfer device)). Upon completion of taxol infusion rn found tubing disconnected and leaking on ground. Pt unaffected. The cstd were connected together, but became disconnected from primary tubing at y-site. Pt removed from area. Chemo spill kit obtained and proper ppe(personal protection equipment) donned per policy. Spill appeared to be 100 ml of taxol., touching floor surrounding treatment chair. Area cleaned using chemo spill kits. Chemo/tubing given to pharmacy. Md notified of spill.